Manufacturer narrative:
The subject device was received and evaluated. The customer reported issue was confirmed. Device inspection and evaluation found an error e315 , reported to be due to liquid invasion of el- connector. In addition, the venting valve was observed leaking. Additionally, service repair review of device service repair history noted the following : the concerned product has been repaired three times in the past year. Repair completion date: 2021/07/24. Fault detection: the protector was damaged ; a/w tube was leaking; etq valve was leaking; b30 error reported. Repair completion date: 2022/04/08. Fault detection: no.1 keytop was leaking. Repair completion date :2022/05/05. Fault detection: the nozzle was clogging. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the device found with an error e315 (scope error) message. The issue found during reprocessing. The device was replaced with another one and the facility completed the intended procedure with no delay. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Correction to d4, the UDI for model cf-hq290i is not available in https://accessgudid.nlm.nih.gov/. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error message was displayed because water invaded scope-connector by the user handling which led to abnormality of electrical parts. The following is included in the instructions for use (IFU): "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.